Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Clarification to serial number (B)(4), lot number 62608. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen45 gts slider was sticking and would not advance the needle smoothly during a procedure for the left eye. Surgery was completed with another xen. There was no eye injury.